Event description:
No additional information received from the customer.

Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6) hospital. This supplemental report is being submitted to provide the correction and results of the final investigation. Updated fields: d8, h2, h3, h6, h11. Corrected fields: e1, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: leaked cable. A root cause could not be identified. Based on the results of the investigation, it is likely the reported failure noisy screen was caused due to broken charged coupled device. However, the most probable cause for additional malfunction leaked cable was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the camara head exhibit screen becomes noised during inspection for use. There was no patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.